Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an increased high voltage impedance. A new right ventricular lead was implanted on (B)(6) 2017 to address this issue; however, the impedance issue persisted. The device and the lead were explanted and replaced on (B)(6) 2017. Patient was doing okay before and after the replacement.